Event description:
It was reported that the atrial lead was oversensing. Additional information obtained during follow up indicated that the patient reported feeling short of breath and fatigued. The atrial lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.